Manufacturer narrative:
Implant date is unknown. Investigation is ongoing.

Event description:
As reported, per article "unicorn with a self-expanding valve to treat a degenerated balloon-expandable valve" (B)(6)-old woman with a degenerated, severely stenotic, under expanded 20-mm sapien 3 (edwards lifesciences) valve who was prohibitive risk for surgery was planned for valve-in-valve transcatheter aortic valve replacement with a 23-mm evolut fx (medtronic) valve. Angiography and computed tomography confirmed that the patient was at high risk of left coronary obstruction and that the mechanism was sinus sequestration.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.